Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an all-inside anterior cruciate ligament surgery the white suture tore during insertion. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1588rt, batch number 15391267, was received for evaluation. Visual inspection: the returned device was visually inspected, and it was noted that the suture splice was pulled on the same side as the loops/wedges. Upon fixing the assembly of the device, the functional test found that loops were open/closed without issues. The most likely cause(s) of reported failure are user error, including excessive force used to shorten the suture stands and improper surgical technique.